Manufacturer narrative:
(B)(4). Reported event was confirmed as the reported event is confirmed as the event was reported as non-compliance. Device history record was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported issue is attributed to patient non-compliance. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported patient underwent a shoulder arthroplasty approximately 3 months ago. Patient was revised of previous srs rsa. Patient has dislocated anteriorly some time ago, and has presented to the hospital for follow up with the surgeon. Surgeon attempted a closed reduction with no success, and a surgery date was set. Patient has been described as unhealthy and non-compliant during rehab. During revision surgery, the total construct was unable to be reduced, so the mini humeral tray and poly were removed and replaced with a smaller height total construct, without revision of any humeral stem components or glenoid components. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). D10 - medical product: catalog #: unknown, glenosphere, lot # unknown. Catalog #: 110031400, mini tray +5mm cocr +0 offset, lot # 65765542. G2: australia. H3: the customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-03414 h3 other text : not returned.